Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulties charging the pump. Customer successfully charged the pump using an alternate usb cable. Customer's blood glucose level ranged between 72-253 mg/dl.